Event description:
It was reported by service report that the cot has a broken trend assembly. No adverse consequences have been reported.

Manufacturer narrative:
Trendelenburg option inoperable. Device exceeded expected life by 7 years.